Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem clinical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Reportedly, customer was not performing the proper air removal techniques. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.